Manufacturer narrative:
One accutrac 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber at the distal tip. Additionally, the length of the returned laser fiber measured 127cm, indicating that the fiber broke and the remainder of broken fiber was not returned. The fiber jacket appeared melted at the tip confirming that the fiber broke while in use. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, bright, and scattered with an effective transmission of 73.8%. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a procedure on an unknown date. According to the complainant, during the procedure, the laser fiber broke in two. The part of the fiber that broke was under a wet towel and outside of the patient. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was used during a procedure on an unknown date. According to the complainant, during the procedure, the laser fiber broke in two. The part of the fiber that broke was under a wet towel and outside of the patient. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device component code 814 relates to device problem code (B)(4) for the reported event of fiber broke. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.